Manufacturer narrative:
Additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Syringe pca gripper recall 2017- 05/22/2018 12:08:26 william burdette (wburdett) for additional repairsl please contact kirby griese, biomed, kirby.griese@hshs.org 06/01/2018 12:21:12 allen worth (aworth) 06/01/2018 12:34:37 george crisan (gcrisan) 1st time syringe split nut two 2016 2nd time syringe gripper recall 2017 not a 90 days 06/01/2018 12:34:47 allen worth (aworth) ***this unit does not require any recalls. Syr pca gripper recall 2017 dom nov". This unit was born ( 02/2006 ). It is not in the population for this recall. Not affected. This notification was for a recall; not affected by any recalls. Repairs pending response to (mjr) repair estimate submitted 6/1, for the following: keypad: incidental-> front case: cracked (top lt dome, bel prs sens, lo ctr edg). Rear case: cracked/broken (lo lt fr edg, rt fr, btm lt fr scr, / bot well). Handle: cracked (lt rr cnr, rt innr rr). Barrel clamp: cracked/corroded (plastic clamp). Iui's: oxidized contacts (both). Tube drive: bent/twisted (bent rt, twisted lt). Module latch: worn (actuator, leaf spring). Claws: do not close properly. ***this unit does not require any recalls*** ***this customer does not have prp coverage for this model.*** ***unit arrived with s/w v8.5.6. No sku update required.*** 06/19/2018 07:35:15 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per allen worth, service tech. Repair approved by kirby griese, biomed, at kirb y.griese@hshs.org for $579. Use new po#5721675 06/21/2018 11:13:58 allen worth (aworth) ===recalls required: none. ***customer: "syr pca gripper recall 2017 dom nov". This unit was manufactured ( 12/2006 ). It is not in the population (date range)for this recall. ***not affected.*** recall not done.*** see repairs below. ===repairs completed (mjr): plastics (no prp): front case, rear case, handle. Other repair: keypad (mjr, incidental), barrel clamp, drive tube, gripper retainer, iui's, module latch, claws (do not close properly). ===maintenance actions: calibration, pm. No sku update required. ===tamper seal: void. None affixed to unit (on arrival). 06/21/2018 14:08:00 annette a mendez (amendez) 1z9791540271066682 10/22/2019 11:30:03 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.